Event description:
Later, tablet data was obtained and reviewed. No functional anomalies were identified on the data. It was discovered that no final interrogation was performed after the generators parameters were adjusted (as recommended in the manufacturer's labeling). No other relevant information has been received to date.

Event description:
Later, it was determined that no additional data review could occur due to a lack of data available on the tablet. Additionally, the tablet was not upgraded to the most up-to-date software version. No anomalies were located on the data available. No mris were reported for this patient at the time of the event. Final interrogations were confirmed at the end of every settings change. Due to the tablet not being upgraded to the most up-to-date version, the communication logs cannot be reviewed. The cause of this setting discrepancy remains unknown however it is likely that a partial programming event sue to a communication error was the cause of the event. Without the communication logs, this cannot be confirmed to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported by the facility that the patient's auto stim had spontaneously turned off. Per the nurse, nobody had programmed the device since the last visit. It was noted that the patient was previously seizure free, the patient had experienced 7 seizures in september. No other relevant information has been received to date.